Event description:
The customer reported an issue with the incorrect time settings on their pump, which had a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised monitoring for future discrepancies, which the customer acknowledged and understood.